Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 1400mg/dl. Troubleshooting was performed. The mother stated that the insulin pump has a crack at the display window. Advised the mother that the customer should discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. However, dust debris found on the lcd board.